Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Attempts are being made to have the product returned for evaluation. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00761. This event occurred in (B)(6).

Manufacturer narrative:
Corrected data: pt gender - male. Originally reported as female. Conclusion: no conclusion can be drawn. Complaint history reviewed. Package insert reviewed. No information regarding the surgical technique or product placement was provided. Based upon the multiple factors identified, product contribution remains inconclusive.